Event description:
It was reported that an unknown blood set had fallen apart. The tubing fell apart below the spike, during a blood infusion. This resulted in the blood pouring onto the floor and onto the nurse. The patient did not lose any blood during the event. Neither the nurse nor the patient suffered any injury or medical intervention from this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation. Therefore the customer reported condition could not be confirmed and the root cause could not be identified.